Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the product returned for evaluation was a 19cm hemosplit 14.5 fr straight dialysis catheter. Blood and usage residue was seen throughout the sample. The catheter shaft was observed to be significantly curved towards the red lumen. A kink in the arterial lumen was seen at the apex of the curve and on the inside radius of the curve. Microscopic examination of the catheter was unremarkable. No additional observations were made. The catheter was patent to infusion using water and a 12ml syringe. No obstruction in flow was observed as the catheter rested in the returned curved state. In order to reproduce the flow difficulty described in the event description, the catheter had to be unnaturally forced at the curved region which then partially closed off flow at the kink site. It appeared through the observations made during the evaluation that the catheter was forcefully, and unnaturally, curved which likely occurred during insertion. This curving of the catheter is related to the kink. Bard access systems offers pre-curved hemosplit catheters and it appears that this product may have been desired over the straight catheter configuration. Forcing straight configuration catheters into the alpha-curve can cause this type of event.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rezh1140 showed no other similar product complaint(s) from this lot number.

Event description:
On (B)(6) 2016- it was reported per bard (B)(4) that a "kink was found, so unable to insert". On (B)(6) 2016- it was reported per cir that the doctor used the hemosplit three times in 20 hours and there was no blood flow. After the three attempts he reportedly noticed a kink in one lumen of the catheter.